Event description:
It was reported that during a sling procedure, the tape and sheath were cut. The sheath retracted below the abdominal incision. The tape and sheath were removed through a laparotomy incision. The surgeon placed another sling. The patient stayed in the hospital one extra night. The procedure was successful and the patient is continent.